Manufacturer narrative:
The device was unable to be evaluated as it was discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the the nurse prepared to draw blood gas for the patient and found that the package of the arterial blood collection kit was damaged and the product lacked needles, so it could not be used and replaced with a new one. There was no additional information provided.